Manufacturer narrative:
The implant has not returned for evaluation. Revision surgery is planned. The lot number was not provided; therefore, a review of the device history record could not be conducted. The root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much information as available. Any field left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
During 1-year postoperative follow-up visit, radiograph imaging revealed a screw shank fracture.